Event description:
Device 1 of 3. Reference MFR reports: 1627487-2015-12174 & 1627487-2015-12175. It was reported, the physician abandoned a permanent lead procedure due to difficulties placing leads and impedance issues. The patient did not receive stimulation in the needed areas. The procedure lasted 3.5 hours. The patient was refered to a surgeon for lead placement.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.